Event description:
Complainant alleged that during biomed testing, device displayed "not for patient use". Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the malfunction was observed. The malfunction was resolved by reloading the software. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.